Manufacturer narrative:
Examination of the returned instrument confirms the observation. Previous investigations, including evaluations by a depuy material scientist has determined that use error is the most likely root cause. Manufacturing or material error was not identified. It is however recognized that improvements are possible to alleviate this issue even if not used properly. Eco 292374 was approved and completed on (B)(4) 2010, which includes improvements to bolster the durability of this instrument. The date code pg0910 indicates the instrument was manufactured in september of 2010; after the changes. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Upon completion of surgeries for the day the instruments were cleaned per hospital protocol. The rep reassembled the trays and noticed the stem inserter had a broken tip. It is unknown how or when the damage occurred. The surgeon was notified and advised to review post op xrays to determine if any pieces were retained by the patient.